Event description:
It was reported that via remote transmission, an alert for back-up vvi mode was observed. A firmware download was successfully performed to restore the device.

Manufacturer narrative:
(B)(4). Device not returned.